Manufacturer narrative:
(B)(4). Date sent: 4/15/2026 d4: batch #unk additional information was requested, and the following was obtained: is there a picture available of the malformed staple?=>no - can you please describe the exact location of the malformed staple along with the staple and cut line? =>a staple in the distal end on the staple line of next to the knife slot was malformed.- what firing number did this occur? =>unk - was this observed when crossing staple line?=>no attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot/batch number, a9995j, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a rrobot-assisted distal gastrectomy for stomach cancer. During transection of the duodenum, one staple at the jaws tip (knife side) was not formed. The malformed one staple was removed and the surgery was continued. Another device was used to complete the case. There were no adverse consequences to the patient. No additional information provided.